Event description:
It was reported that the patient passed away after a grand mal seizure. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Additional information was received that the patient was receiving therapy at the time of death and experiencing seizure reduction with vns. The patient's cause of death was unknown.

Manufacturer narrative:
D7a, corrected data: initial report inadvertently submitted without reporting this information. E4, corrected data: initial report inadvertently submitted without reporting this information.

Event description:
Additional information was received that the patient's cause of death was related to acute prolonged seizure disorder. The suspect device is not available for return.